Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
Reportedly, capture loss was observed few days after implant. When repositioning the ventricular lead, the operator was not able to unscrew and remove the lead. The device was replaced. It will be returned for analysis.

Event description:
Reportedly, capture loss was observed few days after implant. When repositioning the ventricular lead, the operator was not able to unscrew and remove the lead. The device was replaced. It will be returned for analysis.

Event description:
Reportedly, capture loss was observed few days after implant. When repositioning the ventricular lead, the operator was not able to unscrew and remove the lead. The device was replaced. It will be returned for analysis.